Event description:
A company representative reported that the locking cover of an ozark plate fractured approximately 8 months post-operatively, and that two ozark variable screws migrated at the same level. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported. This report is for the second of two ozark variable screws.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the locking cover of an ozark plate fractured approximately 8 months post-operatively, and that two ozark variable screws migrated at the same level. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported. This report is for the second of two ozark variable screws.